Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported running an ops check which passed and they saw an internal memory failure. There was no adverse patient impact reported.

Manufacturer narrative:
After consultation with the investigator, it was determined that this event was not reportable.